Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.2 failed and the system does not recognize the drawer when attempted to close it, even after the user pushed the drawer in. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 3.2 failed. The field service engineer (fse) found that main drawer 3.1 did not recognize that it was closed unless pressure was applied to the drawer. The latch and mount were inspected, and it was determined that the apron on the plunger was broken. The spring, plunger, and inseparable unit were replaced. The customer was able to recover the drawer and access medications. All tests passed successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.